Event description:
A user reported that one occasion where the machine screen shut down automatically during operation. There was no adverse impact on the patient. This problem occurred during the first uses of this device and has not recurred since the users have become more experienced. The device remains in use and has needed no repair.

Manufacturer narrative:
(B)(4). Note that manual delivery is available if needed, such as if there would be no display; manual delivery is a normal part of the use for every patient; and the IFU for this device specifies that there be an attendant clinician. A follow-up report will be submitted once the investigation is completed.